Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery anomaly. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer stated that the battery was no longer working and low battery warning did not occur. Customer stated that the insulin pump had shot out insulin during the prime instead of dripping out. The device will not be returned for analysis.